Event description:
It was reported to philips that the system did to fully boot up. The system was outside of clinical use when the issue occured. There was no harm to patients or users reported to philips.